Event description:
The following information was received in a law suit: "...as they (emt's) attempted to load the defendant's husband into the ambulance, they asked for the defendant's assistance. When the defendant placed her hands on the stretcher, the stretcher malfunctioned in some fashion, and folded onto the defendant's hand, severely injuring it..."